Event description:
The reporter stated that, "(B)(6) toilet system broke in three places and she fell and hurt herself. When the family was using it last night, the chair just broke in three places. (B)(6) weight about (B)(6), but has hyper-extension and so is very strong." (B)(6) sustained minor bruising on her back as a result of the fall.

Manufacturer narrative:
Due to the strength of the pt's hyper-extension, this device does not seem to be appropriate and may have been used incorrectly. Supervision may have been inadequate.